Event description:
It was reported that the pt was inserted the PICC on (B)(6) 2013. On (B)(6) 2014, when the nurse did regular maintenance, she found there was a leakage 3-5cm above the connector. The leak was under the skin. And the nurse replaced another new device for further treatment.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.